Event description:
During routine device follow up it was noted that the rv lead impedance was less than 200 ohms suggesting lead fracture or insulation break. Pt was admitted for explantation and replacement of device. Medtronic advised this reporter by mail of explantation, correspondence received today.